Event description:
It was reported that a bilary stent was implanted, in the proximal popliteal to distal sfa, and a 7x60 stent was also placed in an overlapping fashion, proximal to the biliary stent. The reason for the stent implant was reported to be "suboptimal pta, heavily calcified vessel." The procedure took place 5 months ago, and the biliary stent was now alleged to be fractured. The patient presented at the emergency room. Circulation was affected from the knee down and the patient had a cold foot. The physician used pta balloons to open the stent and placed one 7x150 stent to mend the fractured area. The patient was hospitalized for one night. Flow was restored and it as a successful recannalization.

Manufacturer narrative:
The stent remains implanted, therefore, no sample evaluation could be done. The investigation is currently underway.